Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow events. Although a specific cause for the events could not be conclusively determined through evaluation of the log file, the account later reported that they were caused by infection. A direct correlation between the device and the patient's infection could not be conclusively established through this evaluation. The submitted log file captured transient low flow events on (B)(6) 2022 and (B)(6) 2022. No other notable events were captured, and the pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists infection as an adverse event which may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also states, "post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate." The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Both the IFU and patient handbook contain information regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6) 2022 and (B)(6) 2022, usually while bending over. The patient was asymptomatic and was being treated for hypertension. The patient's labs and vitals were stable. It was communicated that the cause of the low flows was an infection and that the infection was treated. No further information was provided.